Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2016 during a routine pump replacement procedure, the catheter was found severed/disconnected at the pin connection point. They removed all of the catheter that they could (the intrathecal side was left) and implanted an whole new catheter. The patient had no symptoms prior to surgery. The issue was resolved. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.